Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: incidental-ofg obstruction: examination of the outflow graft revealed a lengthwise crease near the hardware. An accumulation of tissue ingrowth on the exterior of the graft appeared to have filled in the crease and the space between the graft and bend relief, indicating that the crease may have been present during support for an unknown duration of time. A specific cause for the outflow graft crease could not be determined through this evaluation; however there was no evidence to suggest that the crease occluded the blood flow pathway. Visual inspection of the wires revealed breaches to the insulation of the orange wire adjacent to the pump housing, the green wire 0.5¿ from the pump housing, and the brown wire 1.75¿ from the pump housing. Although no atypical low speed or pump stop events were reported or captured in the submitted log file, the system had the potential to produce an electrical short. Review of the submitted log file confirmed driveline fault alarms; however, evaluation of heartmate ii lvas, serial number (B)(6), did not reveal any conductor breakdown that would have contributed to the reported event. The submitted log file contained data from (B)(6) 2021. Driveline fault alarms were captured throughout the data. No other notable events were captured, and the pump appeared to function as intended above the low speed limit for the duration of the file. Based on previous complaint history, the events captured in the log file appeared consistent with a potential driveline wire compromise. (B)(6) was returned assembled with the driveline cut approximately 3¿ from the pump housing. The distal end was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The layers of the driveline were removed, and microscopic inspection of the underlying wires did not reveal any areas of conductor breakdown that would have contributed to the reported event. Additionally, a pull test was performed on all individual wires on the returned portion of driveline. The pull test did not reveal any areas of conductor breakdown, even with considerable pulling force. The relevant sections of the device history records for (B)(6) and the driveline, serial number 64679 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 5 of the IFU entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms, including driveline fault alarms, and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's known driveline fault was originally captured in manufacturer reference number: 2916596-2021-04853. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that patient with known driveline fault sent log files to determine if there was further degradation. Log file analysis captured driveline fault events with further degradation to phases a and c. Phase a likely had a fractured conductor and if redundant conductor in phase a the pump will stop and may not restart. The patient was ultimately transplanted on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.